Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs 1225714-2014-01743 and 1225714-2014-01744.

Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6), 2011 after the use of the product.